Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The pump passed the functional testing. The customer has bumps at the site and are infected. The customer mentioned that the sites are usually painful. Also the customer did not follow the two high bg rule. It was informed that the customer is on injections. Instructed the customer to contact the doctor to treat the infection.